Event description:
It was reported that the patient came by ambulance to the hospital due to the alarm tone ringing. It was noted that the patient's right ventricular (rv) lead had high impedance. Trend data indicated that the lead also had oversensing and the sensing of noise. It was also noted that there was noise on the atrial lead. The rv lead was removed and replaced. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data show various spike increases for maximum ventricular pacing bipolar impedance of 551 to 4047 ohms range between (B)(6) 2012. The ventricular short interval count (v-sic) was 242 counts average per day, in 5.76 days, between (B)(6) 2012. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was visually noted that the leas was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed, pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.